Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while patient was in a long-term acute care facility it was discovered that the patient experienced a driveline disconnect alarm on (B)(6) 2025 at 20:46 that persisted for 9 minutes and 9 seconds. It appeared that there was a system controller exchange at that time. Various pulsatility index (pi) events and a low flow event were also noted on (B)(6) 2025, and it was said that the patient gets daily dialysis, so some pi events may have been related to this. Log files were submitted for further evaluation. The event log did not contain data from (B)(6) 2025 at 20:46. It appeared that the data was overwritten by new incoming data of pi events. It also did not appear that the system controller was exchanged since the periodic log contained dates ranging from (B)(6) 2025 which is beyond the timestamp of (B)(6) 2025 at 20:46. The mechanical circulatory system equipment seemed to be operating as intended.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a disconnection of external power and a driveline disconnect alarm on the system controller (serial number: (B)(6) were unable to be confirmed. Log file data from the event date of 07feb2025 was reviewed. The event log files did not contain data from the reported event dates. No event data from the reported events was not captured in the periodic log files, but the log file captured an increase of the backup battery use count, consistent with a loss of external power. The system controller functioned as intended for the duration of the data captured. The system controller was not returned for analysis. Provided information indicated that details about the driveline disconnect alarm were unknown, that the system controller was not exchanged, and that the mobile power unit connected to the controller was unplugged when the patient was transported to a different room and the patient was not connected to 14v li-ion battery, which is likely the root cause of the disconnection of external power. The root cause of the reported event of a driveline disconnect alarm was unable to be determined. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use, rev. G section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. G section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and driveline disconnect alarms. The heartmate 3 patient handbook, rev g - section 2 ¿how your heart pump works¿ explains how to properly replace the running system controller with a backup system controller. The patient is cautioned to not attempt a system controller exchange without having a trained, competent caregiver at their side. This section also instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Users are instructed to connect the backup system controller to a power source before exchanging system controllers. It also states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook, rev. G section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook, rev. G and heartmate 3 instructions for use (IFU), rev. G under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook, rev. G and heartmate 3 IFU, rev. G caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cause of the low flows was not identified since the long-term acute care staff did not report the low flows at the time of the event and did not obtain any additional information on it. It was said the low flow alarm did resolve even though it was not initially reported, and it was assumed it resolved without intervention. It was assumed that the patient was asymptomatic during the time of the low flows since the hospital emergency phone was not called to report the incident. The acute team was interviewed for the cause of the driveline disconnect alarm and denied that the driveline was disconnected. They did state the mobile power unit (mpu) was unplugged from the wall outlet, the patient was moved to a new room and then the mpu was plugged back into the wall outlet. 14v batteries were not used for unit transfer. It was also later said it appears that the system controller was not exchanged. It is unsure if a pump stop occurred, but no adverse events have been observed in the patient. The patient's renal dysfunction was said to maybe be related to the right heart failure as it was experienced soon after left ventricular assist device implant. Renal was consulted on (B)(6)2025 for the acute kidney injury (aki). Lab diagnostics were performed. The renal ultrasound results found the right kidney to be at 9.8 cm with an increased echogenicity with normal contour at the cortex and no hydronephrosis in the collecting system. The left kidney was at 10.2 cm and had increased echogenicity with normal contour at the cortex. There was no hydronephrosis in the collecting system. The urinary bladder was decompressed with a foley catheter, which limited the evaluation. Small right pleural effusion and small volume ascites were also found. Impressions displayed an increased renal echogenicity suggestive of renal parenchymal disease, no hydronephrosis and the small right pleural effusion and volume ascites.